Event description:
It was reported that a continuous glucose monitor showed error message 42 and customer needed help with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer support guided customer through pump reset steps, error did not appear again after reset, and customer successfully started new sensor session.